Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdws0062 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found with no protection and the rn got needle injury when she prepare medication. The device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle cover not covering the needle was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Per the preliminary evaluation, the sample was received in its original sealed packaging. The needle cover was loose within the packaging. During preliminary processing, the packaging was opened in order to place a cover over the exposed needle. Evaluation of both the needle and the needle cover was unremarkable. The loose needle cover within the sealed packaging suggested that the cover was not firmly covering the needle during package sealing. The device is a supplied component; however, the implicated supplier no longer provides these components. A lot history review (lhr) of asdws0062 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found with no protection and the rn got needle injury when she prepare medication. The device was not used on the patient.